Event description:
It was reported that a 42-year-old female patient was admitted for chemotherapy following surgery for left breast cancer. After completing the necessary examinations, a PICC catheter was inserted into the subclavian vein of her right upper limb. A bader PICC catheter was successfully inserted; the total length was 38 cm, with 4 cm exposed. After a chest x-ray was taken, fluid was observed flowing from the compression sleeve while connecting it to the extension tubing. The catheter function was assessed; fluid continued to leak even after replacing the compression sleeve. Following a re-evaluation of catheter function and consultation with the manufacturer, the catheter was trimmed externally, and the connecting tubing was secured. Ultimately, the catheter was positioned at a total length of 37 cm, with 1 cm exposed. No further details provided.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. Each event reported to bd is evaluated and investigated in accordance with our complaint investigation procedures. The investigation process includes, but is not limited to, evaluation of the event details provided by the complaint facility, a review of complaint history, manufacturing records and risk document where applicable, and an evaluation of the subject device when available to identify potential contributing factors. The device has not been returned to the manufacturer for evaluation.